Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported uncut area on the inferior side of the flap resulted in an incomplete cut in the right eye during lasik surgery. The physician cleaned the uncut area with the help of separator and completed the surgery. There is no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, field service engineer performed system verification and confirmed device met specifications as per service installation record. No root cause for the customers reported event could be determined. The manufacturer internal reference number is: (B)(4).